Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing noted in atrial tachycardia (at)/ atrial fibrillation (af) episodes. The lead was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead has t-wave oversensing (twos) during the at/af episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.